Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse spoke to the customer to get more information. He was told the generator was giving the error as soon the surgeon hit the pedal while using a monopolar curved scissors instrument. The fse confirmed error m10. Fse inspected foot pedals which were working properly, and activation is being detected by erbe. Fse ruled out bovie pen and surgeon keeping foot on pedal after auto stop as possible issues. The fse went on-site and replaced the vio integrated electrosurgical generator unit (iesu). The system was verified and ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was having an issue with the tower pedals for the past couple of days. Caller stated they are getting an error while using the pedals, m10. An intuitive surgical, inc. (Isi) tse technical support engineer (tse) did not see any related errors for today or yesterday. Tse inquired how the customer was using the pedals, and they stated with a handheld with nothing else installed on the erbe generator. Tse was not able to troubleshoot further since needed since system was not available. The tse shared issue could be handheld related. The procedure was completed with no reported injury. Isi contacted the customer and obtained the following information: the surgeon did not press any of the activation pedals on the surgeon console at time of the event. The issue occurred with a non-intuitive instrument. The issue was with the vio integrated electrosurgical generator unit (iesu). The incident did not involve inadvertent energization of a bipolar or non-energy instrument while activating a monopolar instrument. The procedure was completed without the robot and used a separate generator. Patient demographic information was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The vio integrated electrosurgical generator unit (iesu) was analyzed, and the issue was confirmed through system log review, which identified errors m10, m32, and m36 on 07-apr-2026, along with m12, m11, m18, and c06 recorded on other days in march. Visual inspection indicated that the unit was in good cosmetic condition. Functional testing showed that the unit powered on normally and successfully cauterized across all ports and instruments without any issues. However, internal generator log review revealed error codes m0b, m11, c00, m32, m31, and m10. The probable cause of the customer reported issue could not be determined, as failure analysis identified no functional issues with the iesu. However, foot pedal activation-related errors were observed in the generator system logs. This error indicates a faulty foot pedal or some debris being caught under the foot pedal.